Event description:
During guidewire exchange of femoral shiley catheter in pt with svc/ivc filters, wire became entangled in svc filter. Pt required to undergo intraoperative disentanglement-svc filter position not compromised.